Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was performed based on the information reported by the customer on their voluntary medwatch report. Despite our best effort, no customer facility contact details has been revealed. In respect to this information, we are left to review only the information reported to FDA by the patient family member and compare it to our product knowledge. When the event occurred the device was used for treatment of a person, and therefore it played a role in the event. The complaint description suggest that because the device malfunctioned (discharged battery and failed castor brakes), this caused the patient being in a hazardous position. When reviewing similar reportable events for sara 3000 devices and similar devices, similar reportable events, we have found a number of cases with similar general fault description (slip out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. Our investigation shows that the indication the situation was caused by a malfunction appears incorrect, for the following reasons: 1. Patient supervision. According to the device instruction for use (kkx81010m), sara 3000 shall always be handled by a trained caregiver, continuously attending the resident. In this particular situation it was confirmed that the resident was left unattended, and this clearly indicates the device was not used in accordance to the IFU and that the warnings were not followed. 2. Another factor that should be pointed out is sling attachment. Following the information reported, the resident had fallen after being secured in the sling accessory. This is not likely to have occurred as described. Once the sling is attached correctly the resident can still fall but not to the floor as the resident would be at least partially suspended under their armpits by the sling. A drop could only have occurred if the sling was not put in place or was put in place incorrectly (not according to the instructions for use). 3. Intended use of the device as described in the IFU is that it is intended for short transfers for resident that among other things are required to be able to partially bear weight on at least one leg and have some trunk stability. However it appears the person could not keep themselves from falling while seated (and therefore at rest, not having to participate in movement) on the side of the bed and described to have been partially supported by the lift device as the patient support sling was supposedly already put in place. 4. Device working condition. The battery life is variable and mainly depending on proper charging practices. To extend the battery life, the battery must be charged at regular intervals until the charger indicates full charge. Based on information suggested by the customer, the battery wall chargers they use somehow do not provide the proper connection with the battery. As no more detailed technical information concerning time of charging, or of the used battery and chargers models, etc. It will be impossible to correctly evaluate whether this customer indication was correct. We have no indication of such issue being present with our devices ,per design. Nevertheless, it has to be emphasized that sara 3000 device has been designed, produced and certified to provide safe and efficient handling, including safety of the resident and the caregiver. Even when the battery for some reason will be found to be inoperative during the resident transfer, the device is equipped with the emergency system that provide safe and comfortable transfer completion in a case of a battery failure during use. What is more, as per device instructions, before attempting to use sara 3000, caregiver is obliged to check all castor wheels. To sum up, the device was being used at the time of the event, and per incident description, failed to meet its specifications. Our evaluation however shows that the event was caused by a sequence of use errors having occurred. If the IFU and the correct procedure of patient transfer would have been followed, the event would have been avoided. What is more, the described malfunction may have simply been a battery that was neglected and not charged, and therefore not a malfunction at all. The limited information and lack of possibility to gather more information unfortunately does not allow us to establish whether the device actually malfunctioned or not.

Event description:
In reference to the information enclosed in the customer's voluntary report, during the reported issue, the resident was being prepared to be transferred from bed to wheelchair, using a sara 3000 active floor lift. Only after the caregiver attached the sling accessory around the resident, the caregiver noticed that the device battery was discharged and further operation was not possible. As a consequence of that, it was stated that the caregiver had to leave the room to bring another battery. Once the resident was left unattended, the sara 3000 device was described to have rolled away from the bed. It was suggested that this was caused due to inadequate condition of the castor brakes. As an outcome, it was reported that the patient had fallen from the bed. No injury was stated.